Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). When reviewing similar reportable events for concerto+basic shower trolley, we have found a limited number of cases with similar fault description (side rails catches not performing as intended). The trend observed for reportable complaints with this failure mode is considered to be low and decreasing. Taking into consideration that over (B)(4) concerto and basic shower trolleys have been sold since 1996, the complaint ratio is considered to be low. The device has been evaluated by arjohuntleigh representative who found it to be in poor condition. One safety catch of the side support failed to lock correctly, the stretcher near the defective catch was broken and the side support was bent. The customer's staff could not say if malfunctions were present before the incident. There are several points that influenced this incident occurrence. 1. Safety catches malfunction. The safety catches act as a locking mechanism of the side rails. There are two side rails on each device and on each side rail there are two safety catches. The side rail not being into place is visually detectable before use: even more so, since the instruction for use of the device (IFU 04.ba.05/2gb dated on june 2007), identifies the caregiver's obligation to check both safety catches using safety warnings as well as the device should be maintained in time intervals. "The side support is fold down by pressing the two catches simultaneously. When raising the side supports, make sure the two catches snap into place." (IFU, p. 9) the preventive maintenance schedule clearly shows that catches on each side support should be replaced every year by qualified personnel, using correct tools and knowledge of procedures (IFU, p. 17). As stated by the technician visiting the facility, the preventive maintenance was neglected. There are no records of the service performed on this device on which the safety catches would be replaced even though the device was 8 years old. 2. Wrong resident's positioning. The instruction for use gives safety warnings concerning position of the patient. "Warning! If the resident's position is not in the middle the concerto/basic may tip over causing serious injury to the resident and the caregiver." (IFU, p. 12) "warning! Make sure that the resident is lying/sitting in the middle of the stretcher with their arms on the chest." (IFU, p. 5) the resident during showering was positioned on the side of the stretcher and held himself by the side rail, what caused the faulty catch to release. 3. Not being aware of the instruction for use content. "Note! The equipment must be used in accordance with these safety instructions. Anyone using the equipment must also have read and understood the instructions in this booklet. If there is anything you are not sure about, ask your arjo representative." (IFU, p. 5) "always make sure that the equipment is handled by trained staff." (IFU, p. 5) it was reported that operating manual was not available to the user and no dates of the last product trainings were provided. In normal use with a correctly functioning device, releasing the safety catch is not likely to take place. The following mitigating actions (referred to the instruction for use) need to be omitted by the device operator to arrive at a situation where a patient is at risk: the pre-use (during-use) checks performed according to the IFU, replacing safety catches every year according to preventive maintenance schedule, positioning the resident in the center of the stretcher. The failure mode at hand is in line with: not checking the device before use, poor maintenance of equipment as well as not making sure the patient is positioned correctly on the device, therefore user error could not have been ruled out. Our investigation shows that if the IFU safety warnings are followed, it will not lead to any patient or caregiver risk. The device in question was out of the manufacturer's specification, it was being used for patient handling at the time of the event and in that way played a role in the event outcome.

Event description:
It was reported that during washing the patient, he was positioned on the side of the concerto shower trolley and was holding himself on the right side support from the feet. The barrier broke and the patient fell. No injury was reported as a consequence.